Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a procedure, the surgeon was attempting to remove a 4.0 headless screw from the proximal tibia with a t10 hexalobe driver, ar-8737-38, and the tip broke off into the head of the screw. The tip was able to be removed from the head with no issue. The surgeon then used a cannulated t10 hexalobe driver, ar-8737-26, to finish the removal of the tip of the driver which became twisted. The screw was able to be removed with the second driver with no issue to the patient. Additional information requested. Additional information provided (B)(6) 2019: the patient underwent a procedure on (B)(6) 2019 where a 4.0 headless screw, ar-8740-34h, was implanted. Shortly after, the patient began experiencing pain and had to have a second surgery to have the screw removed on (B)(6) 2019. Pain is the only symptom the patient was experiencing and it was the only device removed during the revision procedure. No hardware was put in its place.